Manufacturer narrative:
Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. The reported event of helix mechanism issue was confirmed while the reported event of inadequate capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The cause of the reported event of helix mechanism issue was isolated to blood / tissue in the helix region and over torqued of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited high threshold. The rv lead was explanted, and a new lead was implanted. Additionally, when the lead was explanted, the physician was unable to retract the helix of the rv lead. The patient was stable throughout the procedure.